Event description:
It was reported that during a laparoscopic appendectomy procedure the case was completed with no issues in regards to the device. Twelve hours post-op the patient was brought back into the or with bleeding. The bleeding was coming from the meso appendix area where the white cartridge was used. A blue cartridge was used on the appendix. The patient lost 2-3 units of blood. Sutures were used to stop the bleeding. It is unknown if a transfusion was given to the patient. The device and two cartridges were discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: in the reoperation, were any malformed staples noticed? No. Did the surgeon wait the recommended 15 seconds after closing the device before firing? No.